Event description:
It was reported that there was air in the line of an unknown solution administration set due to a hole in the set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and leak testing identified a hole near the y-connector. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.